Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited infection and was part of the system revision. Reportedly, the patient had discomfort and pain and the ra lead tip broke off. The right atrial (ra) lead tip remains implanted but the rest of the lead body was successfully explanted. There were no additional adverse patient effects reported.